Event description:
Upon attempted insertion of 24g piv (peripheral intravenous catheter), it was unable to puncture the skin. Upon closer inspection, the needle in the angiocath did not have a beveled tip. A new angiocath was obtained, inspected (found to have beveled tip, as expected) and placed without difficulty. The infant received a second IV stick due to the product not having a beveled tip.